Event description:
Additional information: the patient experienced increased spasticity. It was noted that the patient's catheter was out of the intrathecal space and a catheter break/tear/hole was noted. The health care provider requested a total system replacement. There was no reported injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ catheter. (B)(4).

Event description:
It was reported that the pump was working well and then suddenly "stopped working." A dye study was performed, and the physician could not aspirate, so they "pushed dye forward." A couple hours later, the patient appeared obtunded and overdosed. The patient went to the emergency room. It was reported that the patient was "okay" by 11 p.m. The device system was used to deliver lioresal.

Manufacturer narrative:
Catheter explanted: 2012 (B)(6). (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter sc connector revealed non-significant indent in seal; did not affect infusion.